Event description:
On 12/12/96, pt went to surgery for emergency CABG and insertion of intra-aortic balloon catheter. At 1930 the iabp alarms with blood backing up into tubing. Pump turned off and clamped. Dr was notified and discontinued the iabp. Pt hemodynamically stable with good pulses. C clamp applied. When c clamp removed slowly, large spurt of blood noted. C clamp replaced. Versed, protamine, albumin, one unit packed cells, platelets given, cardizen drip decreased.